Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 459 mg/dl and other blood glucose was 398 mg/dl. The customer stated that they were using the auto mode feature. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they performed the self test and it was okay. The insulin pump will be returned for analysis.